Event description:
A blood tubing set was found to have the filter on the wrong chamber. Facility reps did check all other blood tubing sets they had and reported "all were fine with the primary chamber not having a filter and the secondary with the red clamp that had a filter for the blood, so this was the only one that was noted to be manufactured wrong." No adverse effects or serious injuries were reported. Although the set was returned, no lot number was provided. Evaluation steps performed: 1. Visual inspection observations: one (01) sample of ivenix administration set was returned for evaluation. During visual inspection it was observed that it was assembled to the primary line the red clamp and drip chamber with a filter inside, instead of these components being assembled into the secondary line as per drawing specs. Customer complaint is confirmed by the improper assembly observed during visual inspection of returned sample. Root cause: the most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the primary and secondary lines being assembled incorrectly. Batch review: code no.: set-0014-20 batch no.: not provided. The lot number was not provided; therefore, no batch review could be performed. The investigation was performed in july 2024. At the time of the original investigation was being completed, a monthly trend was performed to determine the need to initiate an investigation due to an increase in complaints for the corresponding defect category or to determine if corrective actions are needed. The trending for the improper assembly primary and secondary lines condition was verified. No adverse trend was observed in the last product review meeting performed before this complaint was received. As a result of similar complaints being received in april 2025, fresenius kabi submitted a voluntary recall for this issue in may 2025. This complaint was identified via retrospective review. Due to the recall, further investigation into the root cause was performed. The investigation showed that the assembly stations (although separated) are positioned very close to each other, creating a risk of incorrect assembly. Both stations use the same fixture, which contains cavities for both drip chambers. This lack of a dedicated fixture for each station led to confusion during assembly, resulting in an incorrect filter assembly. This issue was not previousy identified during the manufacturing process. Manufacturer has implemented a new dedicated fixture to the assembly process of the blood filter. Effectiveness checks are in place via complaint handling to monitor the changes implemented.